Manufacturer narrative:
The following additional information has been added to the b5: allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the submental area using a coolmini applicator. On (B)(6) 2021, the treated area developed firmness and visible enlargement. On (B)(6) 2021, the patient was assessed by a physician who diagnosed the submental area with paradoxical hyperplasia (ph). The annex a code has been updated from a26 to a24.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the submental area using a coolmini applicator. On (B)(6) 2021, the treated area developed firmness and visible enlargement. On (B)(6) 2021, the patient was assessed by a physician who diagnosed the submental area with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the submental area and developed firmness and visible enlargement to the treated area. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the submental area with paradoxical hyperplasia (ph).